Event description:
This cardiac resynchronization therapy defibrillator (crt-d) contributed to the pt's death, which occurred in 2004. Add'l info regarding the pt's death or device function is not available.